Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal driver motor had an unusual vibrations between 2000 and 2300 revolutions per minute (rpm's). The device was not changed out, as the drive motor still functioned. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.